Event description:
It was reported that during a ptca procedure, the balloon did not appear to be inflated under fluoroscopy. Upon testing the balloon outside of the patient, the physician experienced deflation difficulties. No patient injuries or complications occurred.